Event description:
Literature was reviewed regarding ¿ the impact of oversizing in thoracic endovascular aortic repair on long-term outcomes in uncomp licated type b aortic dissection: a single-center retrospective study¿. The study period was over a eight-years. Multiple manufacturers products are mentioned within the article including valiant stent grafts. 226 patients were included in the study. The following adverse events occurred in the patient population: acute renal failure, rtad, stroke, organ failure , rupture , interv ention including tevar. Patient mortality was reported but there is no causal link that a medtronic stent graft caused or contributed to any deaths. No further information was provided in relation to a medtronic product.

Manufacturer narrative:
Medtronic received the following information regarding a journal article ¿ the impact of oversizing in thoracic endovascular aortic repair on long-term outcomes in uncomplicated type b aortic dissection: a single-center retrospective study¿. Xiang d, chai b, huang j, liang h, liang b, zhao h, zheng c. Journal of endovascular therapy . 2024 oct;31(5):862-872. Doi: 10.1177/15266028231166282 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.